Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 2: reference MFR. Report: 3006705815-2017-01452. The patient is implanted with two leads and we are reporting on both leads as the manufacturer is unable to determine which lead is liable. It was reported the patient was not receiving effective stimulation despite multiple reprogramming attempts. The patient underwent surgical intervention on (B)(6) where one lead was disconnected from the ipg and a new lead was implanted. The patient is now receiving effective stimulation.